Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6), 2022. Customer blood glucose level was 250 mg/dl at the time of hospitalization. Customer current blood glucose level is 174 mg/dl. Customer had a symptoms like weakness, tiredness and difficulty in breathing at time of hospitalization. Customer treated with intravenous insulin infusion in hospital. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. The device will not be returned for analysis. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.